Manufacturer narrative:
H.6. Investigation: four open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. A clog test as per (B)(4) was carried out on the returned samples and no issues were observed. Visual examination of the returned photos was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples or photos therefore no root cause can be identified.

Event description:
It was reported that 2 pen ndl 32g 4mm pro were unable to deliver insulin/medication. The following information was provided by the initial reporter: upon priming, drug didn't come out. When using another pen needle, drug did come out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 4mm pro were unable to deliver insulin/medication. Upon priming, drug didn't come out. When using another pen needle, drug did come out.